Event description:
Caller reported that intermittent occlusion alarms occurred. The customer's blood glucose (bg) level was above 600 mg/dl. Elevated bg was addressed by correction bolus via pump. Reportedly the customer was using fiasp insulin. Tandem clinical support informed customer that fiasp is off-label per the user guide. The customer changed the cartridge and infusion set and resumed insulin therapy.